Event description:
The customer was hospitalized for dka. The set was changed to resolve the high bgs. Suggested the customer to take correction injection as per md protocol. Troubleshooting was performed. The lead screw test passed. The programming and histories on the pump were accurate. However, the high-pressure test was not performed due to the lack of clamp. Instructed the customer to monitor their bgs and called back to complete the high-pressure test when the clamp arrives.